Event description:
The homecare provider (hcp) reported the following information: (1) an incident occurred in a patient's home involving a 590 concentrator that resulted in minor property damage. (2) no patient injury. (3) tubing appeared to have been burned by a cigarette. (4) hcp noted ash trays were in the home when the 590 was retrieved. (5) concentrator has been serviced every 3 months. (6) patient has had unit since 1999.